Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lee jy 2016 ¿ ¿biliary intraductal metastasis from advanced gastric cancer: radiologic and histologic characteristics, and clinical outcomes of percutaneous metallic stent placement¿. Off label use: patients with hilar biliary obstructions underwent bilateral stenting via a single percutaneous site and using stent-in-stent deployment in a t configuration or bilateral percutane-ous sites using stent-in-stent deployment in a y configuration. We initially attempted to use the t configuration in all patients with hilar biliary obstruction as this technique does not require an additional contralateral puncture. However, when negotiat-ing a guide wire into the contralateral duct was not possible, the y configuration was eventually used. The 24 study patients received a total of 37 stents. In 13 patients with hilar obstruction, two stents were placed in a t (n=12) or y (n=1) configuration. In the remaining 11 patients with non-hilar obstruction, a single stent was enough to relieve biliary obstruction.

Event description:
Lee jy 2016 ¿ ¿biliary intraductal metastasis from advanced gastric cancer: radiologic and histologic characteristics, and clinical outcomes of percutaneous metallic stent placement¿. Off label use: patients with hilar biliary obstructions underwent bilateral stenting via a single percutaneous site and using stent-in-stent deployment in a t configuration or bilateral percutane-ous sites using stent-in-stent deployment in a y configuration. We initially attempted to use the t configuration in all patients with hilar biliary obstruction as this technique does not require an additional contralateral puncture. However, when negotiat-ing a guide wire into the contralateral duct was not possible, the y configuration was eventually used. The 24 study patients received a total of 37 stents. In 13 patients with hilar obstruction, two stents were placed in a t (n=12) or y (n=1) configuration. In the remaining 11 patients with non-hilar obstruction, a single stent was enough to relieve biliary obstruction.

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. PMA/510(k) #: k182980. The zib device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ there is evidence to suggest the user did not follow the IFU. Y configuration of stent-in-stent was off-label use. A definitive root cause of off-label use was identified from the available information. Y configuration of stent-in-stent to relieve the hilar biliary obstruction was off-label use. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.